Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired in 2003. The physician had been notified back in 2003 of the patient's death. It was reported that the death took place in the patient's home and was not witnessed. It was originally believed that the device had been buried with the patient, but as the patient was cremated, it was expected that the device was removed from the patient. However, it was not known where the patient was cremated, so the location of the device is still unknown. This device was included in a recall advisory.